Event description:
Customer reported the passport v monitor displayed an error message, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of trunk cable with new trunk cable. Problem resolved.